Event description:
Staff in scope reprocessing room discovered a used broken endoscope cleaning brush that came out of an endoscope. The brush was not from current patient's procedure, but would have been present following the previous procedure/cleaning of the scope. The proceduralist was notified of the brush found and the potential exposure. Proceduralist noted during the procedure that the suction was not working properly, even though they flushed saline through the channel. No interventions or biopsies were need and the procedure was completed.